Manufacturer narrative:
Section h10: (e3) occupation: physician (g5) PMA/510(k)number: k063569 (h3) patient heard a pop during pt when doing wall exercises. He presented to the ed where radiographs did not demonstrate fracture. A follow-up CT revealed a minimally-displaced type 2 scapular fracture. The patient was placed in a cuff and collar and given medication. This event report was received through clinical data collection activities. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition. No information provided in the following section(s): a2, b6, b6, d6, d7, h4, h6, h7 section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been (B)(6) 2019.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant medical devices: humeral stem (cn: 300-01-13). Reverse humeral liner (cn: 320-38-00). Reverse humeral tray (cn: 320-10-00). Reverse glenosphere (cn: 320-01-38).

Event description:
Date of first revision: (B)(6) 2018. Patient heard a pop during pt when doing wall exercises. He presented to the ed where radiographs did not demonstrate fracture. A follow-up CT revealed a minimally-displaced type 2 scapular fracture. The patient was placed in a cuff and collar and given medication. The case report form indicates this event is possibly related to devices and definitely not related to procedure.